Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and the neptune was connected to 110 vac. The unit failed the initial power connect test. An attempt was made to remove the power supply pcb; however, due to the brittle nature of the power supply pcb wiring harness connector, the connector crumbled making it impossible to continue with any further investigational testing. Based on the investigation performed, the reported complaint could not be confirmed. No further testing could be conducted due to the condition of the sample. A root cause for the reported defect could not be determined.

Event description:
The event is reported as: the check light never comes on prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4) a visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 05/22/2008. A document assessment (fmea-08-037) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the check light never comes on prior to use. There was no patient involvement reported.